Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries perforation or dissection of vessels, ventricle, myocardial or valvular structures, annular tear, or rupture are known potential risks or adverse events associated with the overall thv procedure and may require intervention. Access site injuries, including dissection of the aortic wall during the transaortic approach, are a well-recognized complication of the transcatheter heart valve (thv) procedure in this elderly population with multiple comorbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications, and has found that the root cause is typically related to a combination of vessel size, tortuosity, and calcifications. Physicians are extensively trained by edwards before they are qualified to use the thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The thv training manuals instruct the user to determine with CT if the planned aortic access site is free of calcification, allows the sheath to be placed in a straight line, and leaves adequate room between the tip of the sheath and native aortic valve annulus to allow full balloon expansion. Considerations for approach (, access, and stabilization of the site are also provided in the training. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest that the event may be due to patient factors (access vessel mld 6.0mm with mild tortuosity) and procedural factors not provided.. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by edwards japan affiliate, during a trans-subclavian tavr procedure with a 26 mm sapien 3 valve in the aortic position, access was obtained from the right subclavian artery via surgical cutdown. Before the patient left the operating room, angiography was performed, and a dissection was found at the access site of the right subclavian artery. The surgeon re-opened the access site and attempted to repair. Angiography was performed again and then stenosis was noted at the repaired area. Repair with pericardial patch was attempted; however, it failed. A stent-graft placement was performed without problems and the procedure was completed. As of the same day of tavr, the outcome was "resolving". Per medical opinion, this serious injury was associated with both edwards device and tavr procedure. Per report, the access vessel minimum luminal diameter (mld) measured 6.0 mm, with mild tortuosity and no calcification.